Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) lost stimulation. The physician noted that invalid impedances were identified on the scs lead extension. The lead extension was explanted and replaced which resolved the reported issue. Please note: the implant date and add'l device info have been requested, however, no further info was available at the time of this report.